Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device could not be interrogated through quick start. A 'possible device malfunction' message was displayed following interrogation through pg application.